Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, dark image, bent light guide bundle at the rear end and component failure of the electronical component, light guide bundle and transmission component. A root cause could not be identified. Based on the results of the investigation, it is likely that black image was caused due to component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue occurred during reprocessing.

Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black image. There was no patient involvement.